Manufacturer narrative:
This report is being submitted to relay additional information. Upon receipt of additional information, it has been determined this report is a duplicate of 0001825034-2014-09126. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0001825034-2014-09126.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products- m2a- magnum pf cup pn us157854 ln 298150, m2a-magnum taper inserter pn 139256 ln 657360. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-11260, 0001825034-2017-11469 . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient had a revision procedure eight years post-implantation due to loosening. Operative reports noted some greyish metal staining almost like a metal type of debris. There was some hyperplastic tissue which was removed during the procedure. The cup and head were revised. Attempts to obtain additional information have been made; however, no more is available.